Event description:
A surgeon reported an unexpected postoperative outcome following intraocular lens (iol) implant surgery. Additional info was received from the surgeon, who indicated the intended iol cylinder axis position was 95 and the final iol cylinder axis position was 100 to 105. She is considering rotation of the lens.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported in the lot. (B)(4).